Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving compounded morphine and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2018, the patient was admitted to the hospital with difficulty walking and edema. The hcp was contacted by phone prior to the patient' s discharge. Per the hcp, the patient was discharged to a home urgent clinic visit for an intrathecal (it) rate decrease, as the hcp believed the patient may have activated the ptm multiple times while lying down, preventing medication from dispersing. No further details were provided regarding the cause of the medication not dispersing. The it rate was decreased on (B)(6) 2018. The event was ongoing and resulted in in-patient hospitalization as well as an unexpected clinic/office visit. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. The event was related to the drugs morphine and bupivacaine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2019. It was reported that the it rate was decreased on (B)(6) 2018.